Manufacturer narrative:
The breakage of the prosthesis was not caused by the anthogyr implant. The implant was consistent and well osteo-integrated. It has been placed in 26 position on (B)(6) 2015 and has been explanted on (B)(6) 2017. We have received confirmation that the implant was an anthogyr product on (B)(6) 2017 by email from the practioner. The outcome of extraction of the implant is related to the failure to remove the broken abutment part in it. Since, the axiom® abutment extractor set has evolved and improves the chances of successful removal of broken elements in an implant.

Event description:
Implant has been explanted by the practitioner because attempt to remove the broken part of an abutment failed.